Event description:
It was reported that the healthcare professional (hcp) for the patient with this pacemaker contacted technical services (ts) with concerns regarding battery longevity. It was noted that the pacemaker was implanted in 2023 and was indicating an estimated remaining longevity of approximately four and a half years. Ts offered to initiate an engineering analysis; however, the hcp declined this option. Ts reviewed the device data and noted that the current drain had increased but remained within stable margins. Ts also observed that right ventricular automatic capture feature was turned off and the pacing output was fixed at 3.0 volts; the reason for this programming adjustment could not be determined. Ts provided reprogramming recommendations, and it was noted that the plan was for the patient to be evaluated in clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.